Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral) is scheduled on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal pain, dysmenorrhea (cramping) and migraine. Have you had your essure (or any part of the device) removed? No (discrepancy noted in pfs). Most recent follow-up information incorporated above includes: on 19-nov-2019: plaintiff fact sheet received. Reporter information updated. Event: "plaintiff did not undergoes essure confirmation test were" newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (partial),oophorectomy (bilateral) is scheduled on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, migraine and pelvic pain to be related to essure. The reporter commented: she received treatment for abdominal pain, dysmenorrhea (cramping) and migraine. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, dysmenorrhea (cramping) and migraine. Reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..